Manufacturer narrative:
We checked the returned unit and confirmed that the led blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the led. In addition, we confirmed that the cmos-m with drive pcb defective, and the cmos-m with drive pcb distorted image; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failuren (blackout).